Manufacturer narrative:
The customer was provided a quote for service, but the customer has not responded and the quote expired. No additional information has been provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that the device in not providing any alarm. No additional information was provided. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.